Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise. All other electrical measurements were normal. The patient was brought to the clinic on (B)(6) 2015 for further evaluation. Multiple episodes of atrial noise were noted. No intervention was performed. The patient's condition was fine and would continue to be monitored.

Manufacturer narrative:
(B)(4)